Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). The right atrial (ra) lead exhibited intermittent undersensing. The ra and the rv lead remain in use. No further patient complications have been reported as a result of this event.